Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. X-rays revealed the scs lead was migrated out of the epidural space. Reprogramming was attempted to no avail. System diagnostics determined high impedances on the lead. Consequently, surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient failed to achieve effective stimulation postoperatively. No further intervention is planned yet.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016 wherein the lead was explanted and replaced. Reportedly, stimulation was restored post-operatively.